Manufacturer narrative:
Manufacturer's device analysis: the report of suspected thrombus could not be confirmed. The patient remains ongoing on lvad support and no further issues have been reported. Peripheral thromboembolic event is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a post transcatheter aortic valve implantation (tavi) control CT scan performed on (B)(6) 2018 showed a partial thrombosis of the proximal outflow graft with 50% stenosis, and a complete thrombosis of the tavi valve and partial thrombosis of the ascending aorta. Pump parameters were assessed, and anti-coagulation medication was optimally adjusted. After a full evaluation, it was decided to wait with invasion intervention and to continue to closely monitor the patient. A surgical revision of the outflow graft was subsequently performed on (B)(6) 2018. No additional information was provided.